Manufacturer narrative:
Additional information was received on 10-jan-2023. Brim cap was the section that leaked. The hemostatic valve (gasket) did not dislodge inside or outside the hub. The brim cap/ hub did not detach from the sheath. Originally the event was assessed as a MDR reportable hemostatic valve leak issue (h6. Medical device problem code: fluid leak (a050401)) . After review of the additional information received stating the brim cap leaked, the event was reassessed to a MDR reportable brim cap detached issue (h6. Medical device problem code: detachment of device or device component (a0501). The bwi product analysis lab received the device for evaluation on 16-jan-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak issue occurred. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was used. Blood leaked from the hemostatic valve when the catheter was replaced several times. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the procedure was continued. Timing when complaints occurred was after two hours after catheter use, at the end of the left pulmonary vein ablation. Completed the procedure with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small replacement. Hemostatic valve failure. The hemostatic valve was intact. The procedure was completed without patient's consequence. Additional information was received. Air did not enter the patient¿s body. The exact amount of bleeding was unknown, but it was only a slight leakage of blood. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
Additional information was received on 6-feb-2023. Vizigo#00002137 was used for this procedure for about 2 hours. After that, reported malfunction occurred and it was replaced for another sheath. There was no damage noticed in the hemostatic valve after or while the catheter or dilator was used. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 22-feb-2023, it was observed that the hemostatic valve was placed in the original place and broken in the star section. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 22-feb-2023. The device evaluation was completed on 22-feb-2023. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a brim cap detached issue occurred. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve is placed in original place and broken in the star section. Scanning electron microscope (sem) analysis was performed and the conclusion indicates evidence of mechanical damage on the hemostatic valve and silicon ring. These damages could be related to the manipulation of the device during the procedure or excessive force, due to the damages observed on the surface; however, this cannot be conclusively determined. No other anomalies were observed. Due to this finding at the star section of the valve, internal action has been initiated to further investigate the findings. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).